Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Article:comparison of the risk of revision in cementless total hip arthroplasty with ceramic-on-ceramic and metal-on-polyethylene bearings data on 11,096 patients from the danish hip arthroplasty registry claus varnum1,2,3, alma b pedersen4, per kjærsgaard-andersen3, and søren overgaard1,2 (B)(4).

Event description:
Information was received based on review of a journal article titled, "comparison of the risk of revision in cementless total hip arthroplasty with ceramic-on-ceramic and metal-on-polyethylene bearings" which aimed to compare the 9-year revision risk for cementless coc total hip arthroplasty and for cementless mop total hip arthroplasty. Acta orthopaedica 2015; 86 (3) varnum, claus et al. This complaint represents: (6) deep infection resulting in revision.